Manufacturer narrative:
D6b updated with additional information the device was returned and d9 was updated as well as h6 type of investigation and investigation findings.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Purge pressure high: data logs were not returned. The product was returned and evaluated. Biomaterial was found in the purge gap. High purge pressure reproduced and resolved when cutting the catheter just above the motor housing. There was no blood ingress observed in the purge line above the motor housing. No other abnormalities observed. One potential cause of the high purge pressure (hpp) was biomaterial based on returned product analysis but there is no conclusive evidence of whether a kink or other events could have contributed to the hpp since data logs are not available. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the support on day 4 of the support there was rising purge pressure that prompted the team to troubleshoot. The troubleshooting was inclusive of checking the tubing, changing purge bag, and changing the purge cassette. When these measures failed the pump was explanted and replaced by a 5.5 pump. The explant date and patient outcome is unknow.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.